Event description:
It was stated that the customer passed away, due to diabetic ketoacidosis. The customer was wearing the insulin pump when she was found, and her blood glucose levels were over 1000 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.